Event description:
Pt undergoing anterior corpectomy at c6 with strut grafting and plating. When surgical drapes were removed from pt, and the electrode connections were removed. Burns were noted at the motor recording sites as well as the pt grounding sites for the motor evoked potential. Four burns total at the left and right hip (3rd degree) and also at the left and right calf.